Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the research abstract ¿pre-operative intracardiac thrombus is associated with increased risk of stroke and death in cf-lvad patients¿ identifying that the heartmate 3 is associated with decreased survival free of stroke following left ventricular assist device implantation in patients with pre-existing intracardiac thrombus (ict) formation. A total of 151 hm3 patients with pre-existing intracardiac thrombus at the time of left ventricular assist device surgery were retrospectively evaluated from february 2009 to march 2019. Patients with intracardiac thrombus presented higher stroke rate (17.1% versus 7.6%; p=0.036) at 6 months compared to patients without thrombus. Survival free from stroke and freedom from stroke in the two groups were evaluated in a multivariate model and intracardiac thrombus was found to be the only independent predictor of death or stroke at 6 months (hr 2.07, 95% ci 1.10 - 3.89).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 lvas¿s and the reported stroke events could not be determined through this evaluation. A research article was received (date of publication: 01apr2020). This study examined the impact of pre-existing left atrial (la) or left ventricular (lv) thrombi on post-operative outcomes in patients undergoing durable lvad implantation. Of the 525 patients reviewed in this study, 41 (7.8%) had a pre-existing intracardiac thrombus (ict). Patients with ict had higher mortality and higher stroke rate at 6 months compared to patients without thrombus. Survival free from stroke and freedom from stroke in the two groups were evaluated in a multivariate model and ict was found to be the only independent predictor of death or stroke at 6 months. MFR # 2916596-2020-04362 addresses the reported occurrences of death within the study. This report addresses the reported stroke events within the study. The specific device and other case/patient information is not available and was not requested. No product was evaluated. The heartmate 3 lvas IFU lists stroke as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.